Manufacturer narrative:
Following our internal investigation, it was confirmed that the burr used during the chiectomy (removal of excess bone) was not the correct one: a shannon burr was used, whereas the most appropriate model for this procedure is a wedge burr. The problem is related to a usage error and not to the product design., following our internal investigation, it was confirmed that the burr used during the chiectomy (removal of excess bone) was not the correct one: a shannon burr was used, whereas the most appropriate model for this procedure is a wedge burr. The problem is related to a usage error and not to the product design.

Event description:
The drill bit broke during the procedure. The fragment was removed, and a minor injury occurred to the user. Both parties are doing well.

Event description:
The drill bit broke during the procedure. The fragment was removed, and a minor injury occurred to the user. Both parties are doing well.